Manufacturer narrative:
Section a2, a4 and a5: unknown, not provided. Section b3: date of event: unknown, not provided, article acceptance date: on (B)(6) 2022. Section d4: serial number, expiration date, UDI number: unknown, as the serial number was not provided. Section d6a: implant date: exact date is unknown, lens was implanted 3 years ago. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3-other (81): the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (device dislocation). Citation: youngsub eom; young joo lee; seo yeon park; young choi; jung wan kim; seong-jae kim; jong suk song; hyo myung kim b; cable tie technique for securing scleral fixation suture to intraocular lens; https://doi.org/10.1016/j.ajoc.2022.101646 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: cable tie technique for securing scleral fixation suture to intraocular lens a case report was done to describe a new flanged intrascleral fixation technique for subluxated or dislocated intraocular lens (iol) with c-loop or double c-loop haptics (cable tie fixation method). A 49-year-old man with a history of phacoemulsification and tecnis zkb00 (johnson & johnson vision) iol implantation on both eyes had a multifocal iol subluxation in his right eye. A scleral fixation of the existing iol with a 6¿0 polypropylene monofilament 2.5 mm posterior to the limbus via the cable tie fixation method was performed as treatment. A copy of the article is provided with this report.